Manufacturer narrative:
(B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the housing of hand piece was broken, and cracked and visibly open. There was no adverse consequence to the patient.